Event description:
Customer reported unexpected negative reactions when testing a patient sample on echo. Patient has a history of anti-c.no transfusions or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Reactivity of the c antigen was confirmed on capture-r ready screen (crrs) (3), lot r046. This product was used by the customer at the time of the event.